Manufacturer narrative:
The field service engineer cleaned and adjusted multiple parts of the analyzer and found kinked tubing on the pre-clean line. The customer mentioned that around the time of the event a procell was replaced but the lifter wasn't returned to the down position. The field service engineer ran analyzer tests and all were within specification. Based on the available data, a general reagent issue can be excluded. The root cause of the erroneous high ft4 results is most likely due to the kinked tubing that was identified on the pre-clean line. This can lead to an insufficient volume of preclean m in the assay cup causing the elevated results for ft4 tests. No further issues have occcurred since the field service engineer serviced the analyzer.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 9 patient samples tested for free thyroxine (ft4). The erroneous results were reported outside of the laboratory. The repeat results were considered to be correct. Patient sample 1 initial ft4 result was 71.1 pmol/l. The sample was repeated on (B)(6) 2015 and the result was 11.76 pmol/l. Patient sample 2 (B)(6) initial ft4 result was 56.8 pmol/l. The sample was repeated on (B)(6) 2015 and the result was 15.43 pmol/l. Patient sample 3 (B)(6) initial ft4 result was 44.2 pmol/l. The sample was repeated on (B)(6) 2015 and the result was 16.26 pmol/l. Patient sample 4 (B)(6) initial ft4 result was 67.4 pmol/l. The sample was repeated on (B)(6) 2015 and the result was 12.03 pmol/l. Patient sample 5 (B)(6) initial ft4 result was 34.7 pmol/l. The sample was repeated on (B)(6) 2015 and the result was 16.17 pmol/l. Patient sample 6 (B)(6) initial ft4 result was 28.42 pmol/l. The sample was repeated on (B)(6) 2015 and the result was 14.45 pmol/l. Patient sample 7 (B)(6) initial ft4 result was > 100 pmol/l. The sample was repeated on (B)(6) 2015 and the result was 17.23 pmol/l. Patient sample 8 (B)(6) initial ft4 result was > 100 pmol/l. The sample was repeated on (B)(6) 2015 and the result was 15.08 pmol/l. Patient sample 9 (B)(6) initial ft4 result was > 100 pmol/l. The sample was repeated on (B)(6) 2015 and the result was 18.15 pmol/l. It is not known if any patients were adversely affected. No adverse events were reported. The ft4 reagent lot number was 183473. The expiration date was not provided. The measuring cells were replaced 1 month ago. Calibration and quality controls were acceptable.